Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 188 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.